Event description:
It was reported that the hospital registration form was received, and it stated that the right atrial lead was capped and replaced on (B)(6) 2022 due to noise. The patient was in stable condition.